Event description:
One device was returned by the distributor. According to the reporter, the device was tested several times. This is standard procedure for the ambulance service. They did not know how many times the tube had been tested before it was found to have a leak. The tube is still being evaluated at co's mfg facility. Further info will be forwarded as soon as it becomes available.